Event description:
Underwent a bard port placement for venous access for chemotherapy. Admitted for removal of non-functioning port. Upon removal, it was apparent the catheter portion had been sheared off at the clavicle. Fluoroscopy revealed it to be in the pulmonary artery.